Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead; fr99525 tissue valve, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope and dizziness. The right ventricular (rv) lead was noted with long pauses on telemetry and intermittent capture during high output. A fracture was suspected. Infinite impedance was measured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.